Event description:
This is a report of a home patient (hp) who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The breach in aseptic technique was described as the patient had alzheimer's disease and accidentally disconnected themselves during therapy. Two days after the onset of peritonitis, the patient was hospitalized. The patient was treated with vancomycin, ip and ceftazidime, ip (dose and frequency unknown). The patient was hospitalized for ten days before being, discharged from the hospital. The caregiver responsible for therapy was retrained on aseptic technique. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who improperly disconnected during therapy, resulting in peritonitis. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting and reconnecting the transfer set to the patient line during emergencies. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.